Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily tortuous, mildly calcified, stenosed vessel causing the reported failure to advance. The continued handling and manipulation of the device during attempted advancement likely damaged and eventually caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The everlink device is an abbott vascular manufactured device which is distributed in china. Though this device is not commercially available for sale in the USA, it is similar to a device currently marketed for sale in the USA. The other everlink stent referenced is filed under 2024168-2019-10238b5: event description. Patient code (B)(6)- removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was reported: it was reported that during a heavily tortuous and mildly calcified, 90 % stenosed proximal left anterior descending intervention, the everlink rx stent failed to cross the lesion, and when tension was increased, the proximal shaft separated. This occurred again with a second, same device. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during device unpackaging, the proximal shaft separated. There was no patient involvement or a reported clinically significant delay in the procedure. No additional information was provided.